Manufacturer narrative:
Although requested, the log files from the AED have not been returned and the cause of the complaint is not known. Once a new battery was installed and a manual self test run the AED functioned as designed and could stay in service.

Event description:
A customer reported that their AED would not power on; however, when tested with a spare battery pack, it did power on and prompted a service code. The customer did not report this occurring during patient use.